Manufacturer narrative:
D4: item number and lot/serial number are unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the machine would not properly function. Upon their internal operational investigation, it was found that unless the fluid tubing is firmly seated, the device a micro switch will not become activated, and the system will not function. Once tubing made full contact with the switch, the device ran without incident for several hours of testing. No patient injury was reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-03147. Please reference file mrn 3012307300-2024-01494 for all details pertinent to this event.